Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02170. The patient was implanted with two scs leads from the same lot number. It was reported the patient experienced an infection. The patient was experiencing redness at the lead site and drainage at both the lead and ipg sites. The patient's scs system was explanted. Cultures were taken and the patient was prescribed oral antibiotics.